Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation: breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, a flat crease and an opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identify a sharp edge opening and an unidentified tear opening. Also assessed was a crack opening in the diaphragm valve. A dimension measurement in the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening was found on the plug strap disk shell due to an unidentified (tear) opening. A crack opening was found on diaphragm valve due to a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
This mw is being submitted to correct date received by manufacturer. The previous supplemental mw, follow up number 1, appeared late due to the incorrect data provided. However, the lab analysis was not completed until 19/apr/2018 and therefore, allergan was only aware of the supplemental information on 19/apr/2018. The previous mw was submitted on time.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.